Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 160 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube, cracked belt clip slot, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.